Manufacturer narrative:
The insulin pump was received with normal operating currents. No unexpected weak battery alarm noted. The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The insulin pump passed displacement, rewind, basic occlusion, occlusion, and excessive no delivery test. No motor error alarm noted. The motor passed motor test. The insulin pump was received with minor scratched display window, cracked display window corners, broken reservoir tube lip and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was 230 mg/dl at the time of incident. The customer stated that they were able to rewind the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.